Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced, resolving the reported complaint.

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The clinician reportedly switched to manual mode of ventilation and swapped out the machine. There was no reported patient injury.